Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5/04/2017 with the following findings: during testing, it was observed that the battery compartment had two cracks. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed cracks the battery compartment. This report is made based on results of investigation completed on 5/04/2017.